Event description:
It was reported that on an unknown date, 23mm trifecta valve was implanted in the patient. On (B)(6) 2026, it was reported that the valve got explanted.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.